Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: model: 419688, implantable pacing lead: (B)(6) 2011. Model: 4470, competitor implantable pacing lead; implant: (B)(6) 2002. (B)(4).

Event description:
It was reported that an intervention was required to remove and replace a bi-v implantable cardioverter defibrillator (ICD) that did not meet anticipated battery longevity. No patient complications have been reported as a result of this event.